Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this physician made a general complaint against the autogen implantable cardioverter defibrillator (ICD). The physician routinely uses medtronic leads (model 5076) for the atrium. The physician stated that the diameter of the atrial port on the autogen header seems too small and it takes greater force to insert the lead than with other boston scientific devices. This was a general complaint and no specific model or serial numbers were provided. No adverse patient effects were reported as a result.